Event description:
It was reported that the patient presented for follow-up. It was observed that the right ventricular lead impedance measurement was out of range. An x-ray revealed externalized conductors and possible lead fracture. The lead was explanted and replaced. The patient was recovering.

Event description:
It was reported that the patient presented for follow-up. It was observed that the right ventricular lead pacing impedance measurement was high. An x-ray revealed externalized conductors and possible lead fracture. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of high pacing lead impedance, insulation abrasion, and fracture were not confirmed. As received, the distal portion of a partial lead was returned in one piece. A lead impedance test could not be performed due to the condition received. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: h6: medical device problem code.